Manufacturer narrative:
Mitek at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr electrode broke off into the patient's joint space. The surgeon does not know if the fragment remains in the body or not. The procedure was concluded successfully without further issue or harm to the patient.